Manufacturer narrative:
This product is manufactured in the us. But is not marketed in the u.s. (B)(4). Device was not returned.

Event description:
The reporter indicated that the surgeon used a ks-3ai aq310ai 21.00 diopter preloaded injector. Prior to implantation, when handling the screw plunger the lens rotated and became block/stuck in the cartridge. The haptic hung at the slit. No patient contact. No patient contact.